Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of 2 amia automated pd sets had loose caps and one fell off. This was further described as ¿the cap fell off the patient line during the patient¿s first attempt of setting up for pd (peritoneal dialysis) therapy¿. The patient did not use the product. Upon obtaining a second pd set, the patient noticed the cap was completely off the patient line and inside the packaging. The patient did not use the product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.